Event description:
It was reported that while preparing for a percutaneous intervention (pci) procedure, partial stent deployment occurred. The unspecified target lesion was in the superficial femoral artery (sfa). A sentinol bil 7x20x1350 stent had been selected to treat the target lesion. After the device was prepped, it was loaded on to an unspecified guide wire and it was noticed before the device was advanced into the sheath that "a few millimeters" of the stent were "exposed". The device did not come into contact with the pt. The device was exchanged for another sentinol bil 7x20x1350 stent and the procedure was successfully completed. There were no pt complications with the pt's current condition listed as "fine."

Manufacturer narrative:
(B) (4).